Manufacturer narrative:
Evaluation of the drill shows the distal tip has broken off. The break area is angular in nature. The shaft is also bent and at the break the shaft has been rolled over a condition normally found when drilling continues after the drill has broken. The drill exhibits characteristics commonly found when drilling over a bent or misaligned guide wire. (B)(4).

Event description:
While the surgeon was drilling the tunnel the drill snapped off in the patients knee. Surgeon was unable to retrieve the bit.